Event description:
It was reported that the patient experienced syncope and loss of capture was suspected. The device was interrogated afterwards but no abnormalities were detected. Should additional information be received, this file will be updated.